Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with half a syringe of juvéderm volbella® xc. Patient experienced redness, lumps, and inflammation at the injection sites after approximately two and a half months later. Treatment was noted as kenalog, hylenex, medrol dosepack, and ¿bactim ds 800mg." Events have resolved with the exception of ¿very small bumps.¿